Event description:
It was reported that during a reversal of hartmans procedure, the device was fired, however only cut and did not staple. The surgeon had to hand sew anastomosis to complete the procedure. The procedure was extended for 2 hrs. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.